Event description:
An advocate stated the customer, who is sight impaired, used the contour next control solution as eye drops. There were no serious effects alleged. The call was disconnected before further information was provided.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the product information. Initial reporter's complete information was not provided.